Manufacturer narrative:
No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
The field nurse reports on behalf of patient, "the needle is detaching from the dosing syringe: happened about five times yesterday and occurred once today."

Event description:
The field nurse reports on behalf of patient, "the needle is detaching from the dosing syringe: happened about five times yesterday and occurred once today."

Manufacturer narrative:
Sample investigation pending from contract manufacturing organization. Section g4: nda# 203441. Section g8: manufacturer report number (B)(4).